Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited high, out-of-range, shock lead impedance measurement of more than 125 ohms. Rv to can configuration had shock lead impedance measurement of 91 ohms while rv to right atrial (ra) lead had 194 ohms. Plan was to program rv to can and then will perform defibrillation threshold (dft) test to ensure convertion. Boston scientific technical services (ts) then discussed how triad is calculated and its saturation. In return, the physician understood the discussion. Additional information was received indicating that the cause of out of range measurement was possibly calcification around the proximal coil. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.